Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate or verify the reported issue. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. A cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. It was later informed that the device powered off during use. There were no reports of patient use associated with the reported event.